Event description:
On (B)(6) 2026, the patient underwent preparation for an ultrasound guided percutaneous transhepatic cholangial drainage placement procedure using navarre universal drain. Prior to the procedure, the clinical team inspected the package and product and identified that the trocar needle was shorter than the catheter. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) are adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: no physical sample was returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for reported length of the trocar needle is shorter than the catheter issue the definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B5, d4 (unique identifier (UDI) #), g2, g3, h6 (method). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient prepped for an ultrasound-guided percutaneous transhepatic cholangiography drainage (ptcd) catheter placement procedure using navarre universal drain catheter. Prior to the procedure, the clinical team inspected the package and product and identified that the trocar needle was shorter than the catheter. The procedure was completed using another device. There was no patient contact.